Event description:
It was reported that after implanting the pre-loaded intraocular lens (iol) into the patient¿s ocular dexter (right eye), the haptic was broken. The surgeon was able to remove all parts of the broken lens without incident and implant a replacement lens without incident. A suture was required to close the incision, however, there was no injury. To date, the patient's eye is doing well. No further information is available.

Manufacturer narrative:
Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.